Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the s-cover (scope connector cover) packing. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to wear of scope cover packing, water tightness is lost; flexibility adjustment ring has a scratch; grip has a scratch; air/water cylinder has discoloration; suction cylinder has discoloration; suction cylinder has a scratch; switch box has a scratch; scope cover has a scratch; control unit has a scratch; upwards/downwards knob has corrosion; right/left knob has a scratch; plug unit has a scratch; scope connector cover unit has discoloration; label on scope connector is damaged; due to a crack on plastic distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; image guide protector has a cut; plastic distal end cover has a crack: objective lens has a crack; light guide lens has a crack; connecting tube has a wrinkle; connecting tube has a scratch; jet tube with foreign material; air/water tube had foreign material; universal cord has a wrinkle; and universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope, broken distal ceramic shell. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the air/water tube, air/water cylinder and jet tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.